Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle lead exhibited noise oversensing, resulting in high ventricular rate (hvr) and pacing inhibition. No intervention was performed, and there were no patient consequences.